Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: since no device or imaging have been available an no medical records have been made available the exact root cause for what caused the alleged leg fracture is unknown. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Filter fracture of the wire is an uncommon, but known risk in relation to filter implant. However, in this case the filter fracture occurred during retrieval and not during the implant period. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: due to the filter being tilted and the hook being embedded into the ivc wall, one of the filter legs fractured. The filter leg itself migrated into the right atrium. They were able to retrieve the fractured leg in the ir. Patient outcome: a section of the device did not remain inside the patients body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-1-jug-celect-pt. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: due to the filter being tilted and the hook being embedded into the ivc wall, one of the filter legs fractured. The filter leg itself migrated into the right atrium. They were able to retrieve the fractured leg in the ir. Patient outcome: a section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report #3002808486-2016-01031. All future medwatch reports concerning this event will be handled in manufacturer report #3002808486-2016-01031, and this (manufacturer report #3002808486-2016-01022) will be close/cancelled. (B)(4). Catalog# igtcfs-65-1-jug-celect-pt. (B)(4). Corrected data compared to medsun report: (B)(4). Date of report: 11aug2016. Other relevant history: surgery. Brand name: celect. (B)(4). Lot#: g34502. Device available for eval: yes. (B)(6). Summary of investigational findings: since no device or imaging have been available an no medical records have been made available the exact root cause for what caused the alleged leg fracture is unknown. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Filter fracture of the wire is an uncommon, but known risk in relation to filter implant. However, in this case the filter fracture occurred during retrieval and not during the implant period. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: due to the filter being tilted and the hook being embedded into the ivc wall, one of the filter legs fractured. The filter leg itself migrated into the right atrium. They were able to retrieve the fractured leg in the ir. Additional information from medsun report: "during a complicated ivc filter retrieval due to the filter being tilted, the hook embedded into ivc wall, one of the filter legs fractured. The filter leg migrated to the right atrium where it was retrieved." Patient outcome: a section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-1-jug-celect-pt. (B)(4). Corrected data compared to medsun report: (B)(4). Age/date of birth) other serious (important medical events). Report date) 11aug2016. Other relevant history) surgery. Brand name) celect. (B)(6). Model #/lot #) g34502. Device available for evaluation) yes. (B)(6). Summary of investigational findings: since no device or imaging have been available an no medical records have been made available the exact root cause for what caused the alleged leg fracture is unknown. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Filter fracture of the wire is an uncommon, but known risk in relation to filter implant. However, in this case the filter fracture occurred during retrieval and not during the implant period. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: due to the filter being tilted and the hook being embedded into the ivc wall, one of the filter legs fractured. The filter leg itself migrated into the right atrium. They were able to retrieve the fractured leg in the ir. Additional information from medsun report: "during a complicated ivc filter retrieval due to the filter being tilted, the hook embedded into ivc wall, one of the filter legs fractured. The filter leg migrated to the right atrium where it was retrieved." Patient outcome: a section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.